Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated that approximately a month ago a troponin (accutni) reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. The customer was asked to provide specific data; however, the customer declined to submit data due to elapsed time since event occurrence. The customer did not know if there were any reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Sample is lithium heparin plasma collected in a pst tube. Qc was within the customer's established ranges prior to the event. The instrument is currently performing as expected. A tech had programmed the instrument to load a troponin reagent pack and had not physically loaded the troponin pack, so no pack was present at the position the reagent inventory indicated. Use error is the root cause for his event.